Event description:
Our hospital had used a product from ge named "medisorb" for a long period of time, with no issues or concerns. This product is a co2 absorbent used in all of our anesthesia machines. In early july it was noted that our facility started receiving a different product from ge. Initially we returned the product thinking it was an error in ordering. We again received and returned the different product. Upon questioning, ge stated they had discontinued making medisorb and that they had sent a letter which our materials management department did not receive. We have multiple concerns with the replacement product: 1. The lid to the canisters containing the sodasorb are not grooved in any way, they just sit on the base which allows the lid to "pop off" easily letting the toxic pellets into the operating rooms. 2. The top edge of the base portion of the canister has cracked in several instances which allows pressure leaks and excessive amount of dust in the or's. In the past 2 weeks our anesthesia machines have had to be repaired/cleaned twice due to excessive dust. The dust causes machine leaks, gets everywhere, on the machine seals and in the past it has even made it through the machine to the patient circuit. 3. The replacement product is not labeled with a product name. The canister just states prepackaged cartridge, original, disposable. There also appear to be 2 lot numbers on the packaging with neither of them being located where the canister says "lot". One is printed in small letters running horizontally on canister...the other is around the upper lip of canister. 4. It is felt by anesthesiology staff that the sodasorb heats to a much higher temperature than the original medisorb and appears to need changing with higher frequency. It is also taking staff a large amount of time troubleshooting issues, safely removing excess dust out of the product without compacting the granules in an effort to maintain the utmost co2 absorption. 5. We have been told other facilities have started voicing similar complaints and ge has been in contact with the manufacturer and it has been suggested that a movement for change may be starting. Our facility will not be using this product. We feel it is unsafe to our patients, our staff and our equipment. Both canisters are from same lot number. We are now trialing an alternate product from a different vendor.======================manufacturer response for co2 absorbent canister ======================multiple emails and meetings with product rep.